Event description:
The lay user/patient contacted lifescan alleging the meter is making a sizzling noise. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.73 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.